Manufacturer narrative:
This event concerns a device that was malfunctioned and used outside the united states. The analysis of this device is pending.

Event description:
The device involved in this MDR report was explanted and returned 32 months after implant because the end of life indicator was observed during routine follow up.